Event description:
It was reported that the unit was returned to the international service center to carry out a general check. No patient consequence or procedure information reported.

Manufacturer narrative:
(B)(4).based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center for a checkout. Per the service center the following were replaced; physical damaged bezel, potentiometer assembly and the generator pcb. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.